Event description:
As reported by customer, at the time of preparations, discovered that foreign matter was visible within the tubing of a convenience kit component. The product was not used with a paient. It is being returned for evaluation.